Event description:
Ous MDR - after an implantation period of approx. 21 months, during a routine follow up following a crt-upgrade, oversensing in the farfield channel was reported. This lead was replaced and a possible insulation breach on the lead was observed. The lead was also obviously kinked.

Manufacturer narrative:
The returned lead and the ICD were thoroughly analyzed. During the analysis, the lead showed a slight abrasion trace 16 cm distal of the is-1 connector pin, which leads to the assumption of abrasion at the generator housing. However, the insulation was intact in this area. In addition, multiple cuts could be seen at the fork and at the connector exits, which were probably caused during the extraction. The visual inspection also found a strongly twisted inner conductor helix that is probably the result of overrotation of the screw mechanism without a completely inserted mandrin. As part of the ICD analysis, the ICD first underwent a status interrogation. The device status was mol1, 11 charge processes had been registered. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the far-field channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. The manufacturing process of the lead and the ICD was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. Overall, the analysis was unable to find any deviations that could be related to the clinical observation. There were no indications of a device malfunction or a material defect or manufacturing error.